Manufacturer narrative:
This report is submitted on june 16, 2022.

Event description:
Per the clinic, device was explanted (date unknown) secondary to a cholesteatoma (not device related). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the electrode array into the external auditory canal (specific date not reported). Device analysis report attached. This report is submitted on july 11, 2022.